Event description:
The information received indicated that during a procedure to implant a 2.50 x 33mm cypher select plus in a calcified lesion in the distal left anterior descending (lad) artery, the physician attempted a few times and inflated the stent at 8atm for 15 seconds. When the physician withdrew the balloon, the stent dislodged. The physician then used a competitor's stent to complete the procedure successfully. The patient was fine and angiography showed that the stent was at the carotid.

Event description:
The dislodged stent was retrieved approximately one month after the procedure. The patient was discharged 3 days later, no inflammation or thrombosis was detected. The physician thought the main cause was that the stent type selected was a little bit small and the lesion was severely calcified.

Manufacturer narrative:
The cypher select plus product is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states. The product is available for evaluation, but has not been returned yet. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15094744 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
It was reported via the affiliate that during treatment of a calcified distal left anterior descending artery, the 2.5x33 cypher select plus stent dislodged. It was reported that the physician tried many times and inflated the lesion with 8 atm for 15 seconds. When the balloon was withdrawn, the stent dislodged. It was reported that a noncordis stent was used to successfully complete the procedure. Angiography showed that the stent was at the carotid. Additional information reported that the stent was retrieved approximately one month after the procedure. The patient was discharged three days later with no inflammation or thrombosis detected. It was reported that the physician thought the main cause of the event was that "the stent type selected was a little bit small and the lesion was severely calcified." The IFU outlines that optimal stent expansion requires the stent to be in full contact with the artery wall with the stent internal diameter matching the size of the reference vessel diameter. There is no further information pertaining to the balloon inflation, withdrawal process, or dislodgement. No further procedural information or clarification has been provided in response to multiple investigative efforts. Neither the delivery system nor the retrieved stent were returned for analysis. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15094744 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Crossing profile inspection records were reviewed and this lot was deemed acceptable. Fpi crossing profile/ stent retention test results were reviewed and no anomalies were found. Based on the limited available procedural information no conclusion can be made regarding the reported stent dislodgement. It appears that device selection as related to the vessel size, lesion characteristics and procedural factors contributed to the event. There is no indication that the event is related to the manufacturing process; therefore, no corrective actions will be taken at this time.